Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15155. It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2022 where in the leads were explanted and replaced with a new lead addressing the issue. Reportedly, effective therapy was confirmed post op.